Event description:
It was reported that the pt underwent an umbilical hernai repair in 2000. Eight days post-operatively, the wound developed cellulitis. A second procedure was performed to remove the suture.